Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have one blade broken at the midpoint. A piece approximately 0.064" x 0.403" was found to be broken off and was not returned. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, the tip of the harmonic ace instrument broke. The breakage occurred during dissection which led to the tip falling into the patient. There was no instrument collision. The tip was successfully retrieved during the same procedure. The procedure was completed with a backup harmonic ace instrument. No post-operative tests or additional surgical procedures were required.